Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on july 15, 2025, with catalog number mcghan330cc. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Clarification for d4: device serial not provided but physician noted "mcghan 330cc saline textured from 1993/94". Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported deflation. This record is for the right side. The device was explanted and replaced.